Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged at rows 5 and 6 from the distal end of the stent. This type of damage is consistent with the stent meeting resistance upon advancement. The ro markerbands were examined and there was no damage noted. Their profiles met the specification. The tip of the device was examined and there was no damage noted. The tip profile met the specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. In addition, the outer was kinked at 94 mm distal to the guidewire exit port. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 13-jan-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 60% stenosed, 30x2.75mm, de novo target lesion containing lesion bends of >45 and <90 degrees were located in the moderately tortuous and moderately calcified left circumflex(lcx) artery. Following pre-dilation of the target lesion with a 2x12mm apex balloon which resulted to a 30% residual stenosis, a 2.75x32mm promus element ¿ stent was advanced to treat the target lesion. However, the stent stopped in the middle of the target lesion and could no longer be advanced. The device was removed and a second pre-dilation was performed with a 2.5x15mm maverick balloon. The 2.75x32mm promus element ¿ stent was once again advanced to treat the target lesion but stopped in the same position. The physician decided to stop the procedure and sent the patient to a rotational atherectomy specialist. The patient's status was stable following the procedure. However, returned device analysis revealed stent damage.